Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the shunt sensor leaked. Less than 1cc of blood loss. Product was changed out. Surgery was successfully completed.

Manufacturer narrative:
Upon eval of the device, the complaint was confirmed. The unit was visually inspected and pressure tested. Microscopic inspection found no definitive anomalies. A leak was observed at the ii o'clock area of the thermowell position at about 600 mmhg. A review of the device history revealed no anomalies which would contribute to a leak at the weld. This unit was sufficiently cured and sealed to pass through a 100% leak test in-process. The root cause, a lower adhesive injection volume for the primary adhesive ring, was identified to be shipping and handling paired with the stress from the sensor being coupled to the bpm head. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).